Event description:
Issue with occluded clearlink valve. The clearlink valve did not function during a radiology procedure. Dr had attached syringe containing a radioactive isotope fluid to valve. Dr applied force when valve would not function and syringe and valve separated spilling the fluid. Amount of fluid was less than 1 cc. Nurse stated half life of the fluid is 6 hours. Radiology room had to be closed and cleaned. No injury to pt or staff was reported.